Manufacturer narrative:
(B)(4). Crimp. Evaluation summary: the analysis showed that the 6tb45 instrument was received with the anvil closed and the anvil extended from the tube. No reload was received. In addition the device was noted to have the articulation mechanism damaged. No functional test was performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the knife was bent. There is no conclusion how the anvil got disengaged from the tube and to how the articulation mechanism became damaged. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
The device was received with no information.